Manufacturer narrative:
Investigation: investigation summary: bd received a sample and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for a gap between the housing with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to a gap between the housing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a gap between the housing with the incident lot was observed. Evaluation of the customer samples was conducted and a gap between the housing was observed. Additionally, evaluation of the retain samples was conducted and a gap between the housing was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd microtainer® contact-activated lancet had an opening between the connection. The following information was provided by the initial reporter: an opening is between the connection.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd microtainer® contact-activated lancet had an opening between the connection. The following information was provided by the initial reporter: an opening is between the connection.